Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture", "seroma", "infections", "capsular contracture" grade unknown, and "necrosis". The reported event or events are physiological complications ("seroma", "infections", "capsular contracture" grade unknown, and "necrosis"), and device analysis typically does not help allergan determine the cause. Article citation: ibrahim, yasmine et al. ¿surgical outcomes of prepectoral two-stage breast reconstruction in patients treated with pembrolizumab or cdk4/6 inhibitors.¿ plastic and reconstructive surgery, 10.1097/prs.0000000000013032. 13 mar. 2026, doi:10.1097/prs.0000000000013032.

Event description:
Healthcare professional, in scientific publication titled "surgical outcomes of prepectoral two-stage breast reconstruction in patients treated with pembrolizumab or cdk4/6 inhibitors¿, reported: "seroma", "explantation", "reoperation", "infections rate", "capsular contracture", "hematoma", "necrosis", "rupture". This record comprises 380 tissue expander device patients.